Event description:
User received an erroneous hemoglobin a1c result that was reported and questioned by the physician. The initial result was reported as 6.1% then repeated in 2009 after the physician questioned the results. The same sample was repeated on the same analyzer and gave a result of 10.6%. The physician did not act on the result provided initially. The physician questioned the initial result and used the repeat result for diagnosis and treatment.

Manufacturer narrative:
The field service rep determined there was a problem with the samples or reagent dispense. He replaced the sample probes, checked the entire reagent and sample fluid, and dispense checks and inspected the reagent and sample cables and tubing.